Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis and possible infection. Troubleshooting was performed and pump programming and function appeared to be normal.